Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Checked unit and confirmed squeaking noise. Notice dump diaphragm cap was leaking and after running unit for 10 minutes, it got louder. Replaced diaphragm cap and resolved issue. Customer requested 2k pm. Hours on vent is 1373. Completed 2k pm. Calibrated airway pressure transducer, ddi and pneumatics. Ran performance check, unit passed all test and runs according to OEM specifications.

Event description:
Additional information received indicates that a company fse went to customer site for an onsite repair. Fse checked the unit and confirmed the squeaking noise.

Event description:
It was reported to vyaire medical that the unit was on a patient when a loud squeaking noise was heard from the rear of the unit. The patient was removed from the unit. No patent harmed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.